Manufacturer narrative:
This is 1 of the 2 reports. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that there was no damage noted to the packaging and the device was prepared per the dfu (direction for use). Based on the information currently available the exact cause for the reported event cannot be determined. The subject device is not available.

Event description:
During procedure, it was reported that the surgeon found that the radiopaque alignment marker of coil delivery wire is located more proximal than normal location. However, the procedure was completed successfully with the subject coil implanted in the patient's body. No clinical consequences reported to the patient.